Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The caller consumed carbohydrates to address this low blood glucose level. Customer updated their pump settings to address the event.